Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, there was a pneumothorax noted. It was known what had caused the pneumothorax, but it was alleged to be related to the implant procedure. The fluid was successfully drained to resolve the event and the patient was stable with no further consequences. Related manufacturer report numbers: 2017865-2019-04925, 2938836-2019-02406, 2017865-2019-04926.